Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occured on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. Patient's father reports that the sensor wire was left in patient's skin. No additional event or patient information is available.